Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was stuck in a boot loop, the patient data flickers on for a moment, before reverting to the blank "admit' button. At this point they rebooted the central, but what should have been a simple reboot turned into a reboot loop, with the cns getting to the 6000 series splash page, and the led's cycling through the four boot colors, before shutting down and rebooting from the bios screen. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Manufacturer references file (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was stuck in a boot loop, the patient data flickers on for a moment, before reverting to the blank "admit' button. No patient harm was reported.